Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. Customer's family reported that they got no delivery alarm and the motor error. Customer's family reports the drive support cap appeared normal. Customer's family was able to successfully clear the alarm. Customer's family was able to complete insulin pump rewound. Customer's family reported that they performed displacement test and manual prime test and test passed. Customer's family reported that the motor error alarm did not recur. Customer treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.